Event description:
Healthcare professional reported left side rupture confirmed with a CT scan. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 27/jun/2024.

Event description:
Healthcare professional reported left side rupture confirmed with a CT scan. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed, openings during the analysis. As per the investigation procedure: deformation and creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.